Manufacturer narrative:
(B)(4). The device was not returned to maquet cardiac surgery for investigation; however, photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood were observed. There were no visual defects observed on the heater wire. There were no visual defects observed on the intact hot jaw silicone insulation. The clear silicone insulation on the tip of the cold jaw was observed to be broken off, exposing the cold metal jaw tip. No other visual defects were observed. Based on the non-return of the device as well as the photographic evaluation, the reported failure "peeled; delaminated; jaw" was confirmed. History record review was completed for the lot # 3000517849. There was no ncmr, rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during evh procedure of saphenous vein, the vasoview hemopro 2 device was removed to clean jaws. During cleaning of the jaws, the tip broke off. The jaws were cleaned with gauze and gentle pressure. Device was inspected prior to procedure. There was no resistance noted while inserting the harvesting tool into the cannula. There was no patient injury. This occurred outside of patient, not inside the tunnel. Minimal delay in procedure to open a new kit. Per photo provided by the complainant, it is observed that the silicone tip broke off.